Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-20137. It was reported the patient is no longer receiving pain relief from the scs system. In addition, the patient stated the device turns on by itself. The patient is to consult with the physician and the sjm representative as a next course of action. The patient has two scs leads with the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.